Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited competitive atrial pacing and pseudo fusion resulting in arrythmia. Programming changes were suggested but no intervention was reported. There were no patient consequences.